Event description:
Clinical registry. It was reported 132 days after a coronary artery drug eluting stenting treatment procedure; a taget vessel re-intervention was performed. The index procedure treated two lesions in the right coronary artery (rca). Target lesion 1 was located in the mid rca. The de novo lesion was 88% stenosed, 3mm in diameter, 28mm in length, moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 2.50x20mm cordynamic balloon. The physician deployed a taxus liberte 3.00x32mm stent at 16atms. The stent was not post dilated and results were 6% residual stenosis and timi-3 flow. Target lesion 2 was located in the proximal rca. The ostial, de novo lesion was 75% stenosed, 3 .5mm in diameter, and 7mm long. The physician direct-stented the lesion with a taxus liberte 3.50x8mm stent at 16atms. The results were 4% residual stenosis and timi-3 flow. The patient was discharged two days later on 100mg of aspirin and 75mg of clopidogel. As of 132 days following the index procedure, the patient returned to the cath lab. An angiogram confirmed there was restenosis of the 3.00x32mm taxus liberte stent. The restenosis was characterized as 78% proximal edge stenosis. The event was resolved by performing balloon angioplasty and placement of a cordis cypher stent. The results of treatment were 7% residual stenosis with timi-3 flow. The patient was taking aspirin and clopidogrel at the time of the event. Per the investigator, the event is "definitely: related to device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8193548 found that the device met its material, assembly and product specifications, at the time of release to distribution.